Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads was explanted as the patient was experiencing a severe tricuspid regurgitation at a prosthetic valve and there was also an infection allegation. During the extraction the rv lead began to unravel and is expected to be returned for analysis. Furthermore, the rv lead had been implanted in an off-label way at the left bundle branch. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads was explanted as the patient was experiencing a severe tricuspid regurgitation at a prosthetic valve and there was also an infection allegation. During the extraction the rv lead began to unravel. Furthermore, the rv lead has been returned for analysis. Also, the rv lead had been implanted in an off-label way at the left bundle branch. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. <<inspection of the lead body and electrode tip found dried body fluid was noted in the helix housing. The lead insulation was torn around the circumference at the distal end of the terminal assembly. The anode (outer) coil had been pulled to the point of fracture at the weld. The cathode coil was extremely stretched in this area. It appears the stylet became stuck in the lead, then when the stylet was pulled with force, the lead was damaged (pulled apart) at the distal end of the terminal pin assembly. The anode conductor resistance measured as an electrical open - indicating a fractured or broken conductor. Insulation damage - abrasion- was observed ~40-47 mm from the tip end in the heart area. Both the outer and inner insulation is abraded, and the coil has been rubbed flat on the outside edge in this area. The abrasion area was located in the heart. The abrasion was cause by something hard. Possibly another lead, or a mechanical heart valve. If information is provided in the future, a supplemental report will be issued.